Event description:
It was reported that the patient presented for routine follow-up, no telemetry could be established despite numerous attempts of changing the programmer and disabling potential sources of emi. Patient noted a possible vibratory alert before christmas. Premature battery depletion was suspected. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an inability to communicate was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The original battery was returned to the vendor for further evaluation, and no anomaly was found. The cause of the premature battery depletion could not be determined.